Event description:
Lv lead was stuck in the device header during a change out. The physician had to yank it out which caused it to break. This lead was cut and capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 26 cm distal to the is4 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The wires of the conductor coil were found fractured 3 cm distal to the is4 connector pin. The fracture most likely occurred due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.